Event description:
It was reported that the pump battery would not charge, and despite various attempts to resolve the issue, such as using different outlets, adapters, and cables, the problem persisted. There was no adverse impact to the customer¿s blood glucose level. Customer support decided to replace the pump, and the customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.